Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned inside of the loading device. The tension spring assembled was inside the delivery device tube. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly and was under the loading device window. The green slide lock and white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint for failure to load was confirmed. Lot history record review was completed for the reported product lot number. There were no non-conformances recorded in the lot history. Due to the multiple issues that the customer has experienced with the heartstring iii device, an in-service training was conducted by a maquet representative. Internal file number - catsweb complaint 9642.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, four heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report # 2242352-2012-01033, 2242352-2013-01202 and 2242352-2013-01203.